Event description:
Patient underwent cardiac surgery, which was uneventful. When preparing to transport the patient from the operating room to the ICU, the endotracheal tube was attached to a lifesaver hudson rci manual resuscitator (teleflex 5380). It was immediately difficult to ventilate the patient and required extremely high peak pressures to ventilate. The patient rapidly became hypotensive and bradycardic with mean arterial pressures in the 30s and heart rate in the 40s. The patient was placed back on the anesthesia mechanical ventilator and was ventilated without difficulty. When the hudson rci resuscitator bag was examined, it was found to have a defective unidirectional duckbill valve which was stuck in the open position. The defective valve allowed only inspiratory breaths to be delivered to the patient; it did not allow the patient to exhale. Because of the unidirectional flow allowing only inspiration, the patient developed hyperinflation of the lungs with increased intrathoracic pressures which almost resulted in cardiac arrest.